Manufacturer narrative:
Na

Event description:
It was reported that the ventilator constantly resets with an audible alarm at start up. The ventilator was not connected to a patient when the reported problem occurred.